Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster; requiring a second device. Device issue: failure to cross. It was reported that the stent was not delivered due to limited stent flexibility; therefore, the perforation was sealed with balloon angioplasty only. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the device was used after the expiration date of 2008. This is considered off-label use. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices, e.g. Previously implanted stents. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and pt info and, the lack of device investigation.